Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that prior to cardiopulmonary bypass surgery, during set up, the manifold was cracked. There was no pt involvement as this occurred during set up. Product was not changed out. Surgery was completed successfully.